Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the guidewire was tangled, also the imaging window was observed twisted and it was observed a kink in the telescope assembly.

Event description:
It was reported that catheter issue occurred. The stenosed target lesion was located in the superficial femoral artery. The opticross 18 catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, resistance was felt when the device was inserted into the patient, resulting in the failure of the imaging function. However, upon removal of the device, it was noted that it had wrapped itself around the guidewire. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that catheter issue occurred. The stenosed target lesion was located in the superficial femoral artery. The opticross 18 catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, resistance was felt when the device was inserted into the patient, resulting in the failure of the imaging function. However, upon removal of the device, it was noted that it had wrapped itself around the guidewire. The procedure was completed with another of the same device. No patient complications were reported.